Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. Visual inspection showed the o2 switch was damaged upon receipt. The reported issue was confirmed and was isolated to the broken seat on the o2 switch. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). The customer returned the faulty gde to vyaire. It is currently pending investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that after running the est test, which passed, the ventilator experienced a leak internally. Upon further review, the customer found loose parts in the gas delivery engine (gde) where the leak was coming from. The customer ordered and installed a replacement gde. The customer advised there was no patient involvement associated with this event.